Manufacturer narrative:
Date of event: date is an estimate (month and year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain and non-malignant head/neck pain. It was reported that impedances were high on contact 5 <(>&<)> 7, and the patient had increased pain over the 2 weeks prior to report. The patient stated that their facial pain had recently migrated. There were no falls or other factors that were reported to have led or contributed to these issues. The rep was able to program around the impedances, however the issues were not resolved at the time of report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. Cause was not determined. The rep reprogrammed around impedances. High impedances have not resolved however were programmed around. The increase pain was resolved at this time.